Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's external batteries were low on (B)(6) 2026 around 0930. Log files were submitted for review and captured no external power alarms and multiple other associated alarm types on (B)(6) 2026 at 0935. This was caused by power to the mobile power unit being briefly interrupted. There was no interruption in pump support during these events. The remainder of the log file was unremarkable. It was later reported that the patient accidently unplugged the mpu from the wall during this event. It was confirmed that the mpu did have an ac power cord.